Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
This pi is for ongoing issues after revision. Subject's left knee was converted from a competitor construct to a triathlon knee on (B)(6) 2017. Patient then had drainage, hematoma, effusion, pain, swelling, subluxation of patella, instability, dislocation of patella (laterally with flexion). On (B)(6) 2018 an 8x9 ps insert was revised to an 8x11 ts insert, and a retinaculum repair was performed. Patient developed effusions and ongoing patellar dislocations.

Event description:
This pi is for on going issues after revision. Subject's left knee was converted from a competitor construct to a triathlon knee on (B)(6) 2017. Patient then had drainage, hematoma, effusion, pain, swelling, subluxation of patella, instability, dislocation of patella (laterally with flexion). On (B)(6) 2018 an 8x9 ps insert was revised to an 8x11 ts insert, and a retinaculum repair was performed. Patient developed effusions and ongoing patellar dislocations.

Manufacturer narrative:
Reported event: an event regarding dislocation involving a triathlon patella was reported. The event was confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. Clinician review: a review of medical records with a clinical consultant indicated confirmation of event: I can confirm that the patient had a left primary total knee arthroplasty with a competitor implant since I was able to see x-rays with the implant in place. I can confirm that the patient had recurrent subluxation/dislocation of the patella since I was able to see x-rays demonstrating this. I also reviewed office notes which documented clinical subluxation/dislocation. I can confirm that the patient had a revision of left total knee arthroplasty on (B)(6) 2017 since I was able to review the operation report and see post revision x-rays. I can also confirm that the patient had another revision of the knee with polyethylene exchange and lateral retinaculum release and medial repair since I was able to review the operation report. Root cause analysis: the root cause of these events cannot be determined with certainty. Causes of postoperative instability and patella subluxation after a primary and also after revision total knee arthroplasty are multifactorial. The most important causal factor is surgical technique in the way the implants are positioned regarding alignment and rotation, the adequacy of repair of the arthrotomy incision. His initial procedure with the competitor implant demonstrated internal rotation of both the femoral and tibial components and this can certainly lead to patella subluxation and dislocation. He was subsequently also found to have femoral loosening of the competitor implant. Early loosening of an implant can be attributed to surgical technique and factors as well regarding cement technique, but other causes such as infection can also be considered. After revision surgery, there can be considerable scarring within the joint and that can contribute to postoperative subluxation/dislocation, especially if the medial retinaculum repair was somehow disrupted. Patient factors including his medical conditions, activity level, lifestyle and bmi can also contribute. I would not assign any causality to the implants themselves. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of medical records with a clinical consultant indicated confirmation of event: I can confirm that the patient had a left primary total knee arthroplasty with a competitor implant since I was able to see x-rays with the implant in place. I can confirm that the patient had recurrent subluxation/dislocation of the patella since I was able to see x-rays demonstrating this. I also reviewed office notes which documented clinical subluxation/dislocation. I can confirm that the patient had a revision of left total knee arthroplasty on (B)(6) 2017 since I was able to review the operation report and see post revision x-rays. I can also confirm that the patient had another revision of the knee with polyethylene exchange and lateral retinaculum release and medial repair since I was able to review the operation report. Root cause analysis: the root cause of these events cannot be determined with certainty. Causes of postoperative instability and patella subluxation after a primary and also after revision total knee arthroplasty are multifactorial. The most important causal factor is surgical technique in the way the implants are positioned regarding alignment and rotation, the adequacy of repair of the arthrotomy incision. His initial procedure with the competitor implant demonstrated internal rotation of both the femoral and tibial components and this can certainly lead to patella subluxation and dislocation. He was subsequently also found to have femoral loosening of the competitor implant. Early loosening of an implant can be attributed to surgical technique and factors as well regarding cement technique, but other causes such as infection can also be considered. After revision surgery, there can be considerable scarring within the joint and that can contribute to postoperative subluxation/dislocation, especially if the medial retinaculum repair was somehow disrupted. Patient factors including his medical conditions, activity level, lifestyle and bmi can also contribute. I would not assign any causality to the implants themselves. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.